Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a type ib endoleak on the left contralateral side. The endoleak was attributed to the limb migration into the sac. The decision was made to implant endurant 16/10/156 and 10/10/82 stent grafts on the left side. The endoleak resolved and the patient is fine. There was no need to cuff the proximal aorta.